Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04049).

Event description:
It was reported by the patient's legal counsel that the patient had an initial right hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 due to allegations of elevated metal ion levels, pain, dislocations, discomfort, loss of range of motion, loss of mobility, nerve damage, trouble walking, problems sitting, standing and moving up and down stairs, and complications with her left hip. The patient had the head revised to a modular head and an active articulation liner implanted. The patient was revised a second time on (B)(6) 2014 due to unknown reasons. Patient had head revised with a ceramic head and a taper implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay additional information.

Event description:
Legal counsel for patient reported right hip revision approximately 15 months post-implantation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Medical records indicate patient underwent a right hip revision approximately 15 months post-implantation due to trunnionosis and recurrent instability. During the procedure, necrosis of tissue, brown tissue, and detachment of abductor were noted. The femoral head was removed and replaced with a ceramic head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: act artic e1 hip brg 28 x 38 mm catalog#: ep-200144 lot#: 136660. M2a-38 cup non flared sz 50 mm catalog#: 15-106050 lot#: 533850. Taperloc por lat fmrl 12.5 x 145 catalog#: 11-103206 lot#: 857020. Reported event was unable to be confirmed due to limited information received from the customer. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a second total hip revision surgery approximately one year following the first revision, due to trunionosis and recurrent instability. Second revision operative findings show indicate extensive soft tissue destruction of the abductor musculature. There was marked necrotic tissue with near complete loss of the abductor tissues. Femoral component was found to be well fixed. The acetabular component was revised to allow placement of a constrained liner. Head, cup and active articulation were removed and replaced with ceramic head , constrained liner and competitor cup. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. The active articulation bearing is not compatible with the shell implanted in a previous surgery. The devices are functionally compatibility; but per instruction for use "the components are intended for use with either primary or revision hip arthroplasties where all devices associated with the wear couple are removed and replaced" as the shell was not removed during the previous revision procedure, the bearing and shell are not compatible. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a second total hip revision surgery approximately one year following the first revision, due to trunionosis and recurrent instability. Second revision operative findings show indicate extensive soft tissue destruction of the abductor musculature. There was marked necrotic tissue with near complete loss of the abductor tissues. Femoral component was found to be well fixed. Type 2a acetabular defect was observed and the acetabular component was revised to allow placement of a constrained liner. Head , cup and active articulation were removed and replaced with ceramic head, constrained liner and competitor cup. Attempts have been made and additional information on the reported event is unavailable.